Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer . The item ref # and lot # reported and identified in section d has been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc.. We have notified (B)(6).

Event description:
Complaint reporter indicated the following via e-mail on 15-march-2022: "the 1ml vanishpoint syringe/needle combo's don't retract reliably and with children, it's not safe to run the risk of not having it retract and accidently poking a child/caregiver or the vaccine administrator." Six (6) lot numbers of the 1ml vanishpoint syringe/needle combo were identified by the reporting site as defective. The event dates for the reported lot numbers are unknown.